Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00211. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. The manufacturer's report number also for this case is 1020379-2011-00013. Polident was manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a female patient who used super poligrip as a denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 2005, the patient used super poligrip at unknown dosing. On an unknown date, the patient experienced zinc toxicity, pain, weakness in extremity, numbness of extremities, tingling of extremity, central nervous system disorder, spinal disorder, blood pressure abnormal, and sexual dysfunction. Treatment with super poligrip was discontinued. At the time of reporting, the outcome of the events was unknown. According to the legal complaint, the patient experienced "zinc toxicity; pain, weakness, numbness and tingling in arms, hand, legs and feet; pain, weakness, numbness and tingling of the spine and central nervous system; abnormal blood pressure; and sexual dysfunction." Follow up information was received on 15 august 2011 via medical records. On 07 may 2010, electromyography/nerve conduction study showed no evidence of peripheral neuropathy in the lower extremities. Electromyography of the paraspinal lumbar muscles revealed active denervation consistent with dorsal rami l4/l5/s1 radiculopathy on the right. On (B)(6) 2011, the patient had a neurology consult due to complaints of memory loss, back pain, paresthesias in the lower extremities, poor balance, a feeling of the room spinning, seizures, and difficulty with weakness and coordination to the lower extremities. Impression included possible cervical myelopathy and possible underlying neuropathy. On (B)(6) 2010, assessment included paresthesia. The patient wanted to be checked for heavy metals because she was using a denture cream associated with toxicity. On (B)(6) 2010, the patient's zinc level was 262 mcg/dl (normal 60 to 130) and the copper level was 94 mcg/dl (normal 70 to 175). On (B)(6) 2010, the patient had elevated zinc levels and was using polident. On (B)(6) 2011, the patient reported having used fixodent denture cream, believing there was no zinc in the product. She stated the zinc caused neuropathic pain. The patient reported having arm pain, weakness, and numbness for two weeks. The patient went back to using denture adhesive with zinc in it and since then was having more pain and numbness. Assessment included mild neck pain, possible radiculopathy versus neuropathy. This case has been upgraded to medically serious by gsk.